Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy and procedural conditions (restricted leaflet and the dilated atrium and the prior clip with slda). A cause for the reported poor imaging could not be conclusively determined. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted posterior and septal leaflets for a triclip procedure. During the procedure, a single leaflet device attachment (slda) occurred for both the triclips and the clips were no longer attached to the septal leaflet. The tr was same with grade 4 post procedure. Per the physician, the slda was due to the pre-existing patient anatomy of restricted leaflet, dilated atrium for both the triclips and prior clip with slda for second clip. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.